Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, serial# unknown, explanted: (B)(6) 2017, product type: extension. Product ID: neu_unknown, serial# unknown, explanted: (B)(6) 2017, product type: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that high impedances were discovered. The diagnostic methods included a device interrogation on (B)(6) 2017 that resulted in the identification of the event. The etiology was noted as related to the device/therapy and possibly related to the implant procedure. The actions/interventions taken to resolve the issue included explanting and replacing the extension and explanting and not replacing the adaptor on (B)(6) 2017; the components were disposed of according to biohazard instructions. The seriousness of the event included an in-patient or prolonged hospitalization, and it resulted in a medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The event was considered resolved without sequelae on (B)(6) 2016. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 64002, lot# 0206012118, explanted: (B)(6) 2017, product type: adapter. Product ID: 7482-51, serial# (B)(4), explanted: (B)(6) 2017, product type: extension. Product ID: 7482-51, serial# (B)(4), explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that after the battery was implanted, impedances were checked and it was discovered that they were too high. The actions/interventions were also updated to explanting and replacing the extensions on (B)(6) 2017, and explanting and not replacing the adaptor on (B)(6) 2017; all of the explanted devices/components were disposed of according to biohazard instructions. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 64002, lot# 0206012118, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: adapter. Product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: extension. Product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the increased impedances were discovered during a replacement implantable neurostimulator (ins) post-operative interrogation. It was also noted that the cause of the high impedances were unknown and the patient did not have any signs of symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 64002, lot# 0206012118, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: adapter. Product ID: 7482-51, serial (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: extension. Product ID: 7482-51, serial (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the high impedances were found on "points" 1, 2, 3 and 7. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 64002, lot# 0206012118, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: adapter. Product ID: 7482-51, serial (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: extension. Product ID: 7482-51, serial (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to related to the device/therapy and not related to the implant procedure; the implantable neurostimulator (ins) and extensions were noted. No further complications were reported/anticipated.